Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx23mm no tip vascular reconstruction device (product code: encr402300, lot number: 9568624) became impeded at the hub of a prowler select plus 150/5cm (product code: 606s255x, lot number unknown), preventing advancement of the stent into the microcatheter. The physician attempted to withdraw the delivery system and noted that the stent had prematurely detached from the delivery wire and was located within the y connector. The physician removed the y connector and retrieved the detached stent. A second new stent, an enterprise2 4mmx23mm no tip (product code: encr402300, lot number: 9540636) was then introduced. However, the same issue occurred¿the stent again became impeded at the microcatheter hub and subsequently detached from the delivery wire. This time, the detached stent was located within the microcatheter hub. The physician removed both the second stent and the microcatheter from the patient. New devices were then introduced, and the procedure was completed successfully. No patient injury was reported.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section h4: the device manufacture date is not known as the device lot number is not available / not reported. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Warning: never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.